Event description:
Customer states the meter speaks and displays results that do not correspond with each other; device reads 15.1 mmol/l and the device speaks "200-something" for the reading. No report of treatment or action based upon results. No adverse event reported. No controls used. Requested return of suspect device and replacement was sent.